Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the flexible tube of the insertion section was crushed, the bending angle was insufficient, the angle knob had play, the insertion tube was scratched, the insertion tube was discolored, the curved rubber was scratched, the curved rubber adhesive was missing, the curved rubber was scratched, there was a foreign object inside the nozzle, the tip cover was scratched, the operation part was scratched, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the scope connector side of the universal cord was scratched, the scope connector was scratched, the scope connector cover was scratched, the paint on the suction cylinder was peeling, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a collapsed image guide snake tube. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material, however, the device reprocessing could not be confirmed as to being performed in accordance with the IFU. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscope "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities". Inspection of the objective lens cleaning function, inspection of the water feeding function & inspection of the water feeding function. "1 keep the air/water valve¿s hole covered with your finger". "2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges ¿ unknown. Olympus will continue to monitor field performance for this device.